Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. The tear was confirmed to have caused the leak. No other damages or defects were found with the device that would result in the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: no data available. Omnipod software app version: no data available. Operating system: no data available . Hardware: no data available . Cgm sensor type: no data available. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 350 mg/dl while wearing the pod between 5 and 24 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for leaking during wear. As treatment a new pod was placed.